Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the spare lamp lights up occurred due to power supply unit failure and printed circuit board failure; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed with a similar device.

Event description:
It was reported the light source bulb turned off in the middle of a case, it was reading 500 hours, after the unit sat and cooled down it read 300 hours and bulb ignited. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.